Manufacturer narrative:
Patient information: unknown. Occupation: other; inventory clerk. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a lumbar spine fusion procedure was performed on (B)(6) 2020, utilizing the reform pedical screw system. Upon attempting to torque a lock screw the tip of the lock-screw torque driver (39-rd-0060) broke off. The lock screw was removed and replaced, utilizing the second lock-screw torque driver shaft readily available in the set. There was no patient injury or delay to the procedure.

Event description:
It was reported that a lumbar spine fusion procedure was performed on (B)(6) 2020, utilizing the reform pedical screw system. Upon attempting to torque a lock screw the tip of the lock-screw torque driver (39-rd-0060) broke off. The lock screw was removed and replaced, utilizing the second lock-screw torque driver shaft readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. The tip of the driver is fractured at an angle to the driver's longitudinal axis. What remains of the driver tip is both fractured and also appears bent. It cannot be ascertained if the driver had been bent during prior use, during the procedure, or if was a resultant of the fracture. It is also unclear if the fracture was solely the result of the loading conditions applied during this procedure, or if prior high torsional loads combined with bending moments had damaged the driver during prior use that resulted in the observed condition. Review of device history records found three (3) pieces of lot 16655ps were released for distribution on 11/29/2017 with no deviation or anomalies. Two-year complaint history review (1.8.2018-1.8.2020) found this to be the only report of the nature for this lot. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended as the cause is unknown, and the failure rate is low.